Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative (rep) reported the high impedances had not been resolved as of (B)(6) 2018 but the patient may return for a right lead replacement. No further complications were anticipated.

Manufacturer narrative:
Other relevant device(s) are: product ID: 3708660, serial/lot #: (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins). The rep reported that the patient had high impedances on their right brain lead on all contacts. The rep reported that the hcp attempted to program around the high impedances but was unable to get benefit. The rep reported that the patient's right extension and ins were replaced and the patient may return at a later date to replace the right lead. The rep reported that the problem was not yet considered to be resolved. No patient symptoms were reported. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Other applicable components are: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2018, product type: extension; product ID: 3387s-40, lot# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2018, product type: lead pli 30, if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported the right lead was removed and replaced on (B)(6) 2018. All impedances were within normal limits after replacement. No further complications were reported/anticipated as a result of this event.